Event description:
It was reported the patient's lead had migrated up. The patient underwent revision surgery on (B)(6) 2014 where her lead was repositioned. The patient is now receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.